Manufacturer narrative:
Caution printed on the pack warns against using on sensory impaired pt. Pt was given morphine which would have diminished her ability to feel pain from the heat of the warm pack. In addition, there was no cover used with this pack and the pack was applied directly to the skin. Cautions printed on the front and rear panel state not to apply directly to a pt's skin without a cover.

Event description:
Event desc: the pt recently reported that when she was at the hosp approx 5 months ago, she sustained what she describes as a second degree burn from a warm pack that was applied during her stay. Per the pt, she developed a blister and then a scar from the heat given off by the warm pack. The pt had been given a narcotic in the ed and a warm pack was applied to her back at that time to provide comfort from the pain associated with pneumonia. The pt reports she was lying on her side with the warm pack on top of her back--she was not laying on top of the warm pack. The pt attributes the morphine to her decreased awareness of the warm pack becoming too hot for her skin.